Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a spinal cord pain stimulator implant, one of the thread broke and protruded out of the incision line; and the other suture and the skin adhesive had an unknown issue. There was no patient injury.